Manufacturer narrative:
(B)(4). Additional information: the sample was not available for evaluation, therefore, the reported condition could not be confirmed nor duplicated. Also the root cause could not be determined. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.